Event description:
Device issue: suture did not function as expected. Time of device issue: after vessel closure. Adverse event: absent limb pulse, surgical suture removal/hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy with a "preclose" technique of a heavily scarred right common femoral artery after an interventional procedure. Reportedly, after arteriotomy closure, a pulse was not felt in the right lower limb. Exploratory ultrasound revealed that "the suture had caused wasting of the common femoral artery and was restricting blood flow to the lower limb." The physician believed that "it was not a failure of the device but a complication due to a lot of scar tissue at the site of the puncture in the common femoral artery." A small surgical incision was made and the suture was removed. Hemostasis was achieved surgically. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.